Event description:
Customer reported a malfunction on the pump with a malfunction code of malf 6. There was no reported impact on the customer's blood glucose level due to this issue. Customer received assistance from cts to reset the pump, which successfully resolved the malfunction without recurrence, and was advised to continue using the pump, with instructions to call back if any issues reoccur.